Event description:
It was reported that parts were noted to have issues that were found during routine inspection of field equipment; there was no patient involvement. Two (2) extraction screwdrivers were broken at the threaded tips and two (2) t-handle t25 stardrive shafts were the t handle portions were broken at the shaft/handle interface and no longer moved the shaft. This complaint is not associated with a specific patient or procedure. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
There was no patient involvement. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.